Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected ammonia (amon) results were obtained from a non-vitros mas control fluid processed using vitros chemistry products amon slides lot 1020-262-4477 on a vitros 4600 chemistry system. Mas lot 24010 level 2 amon results of 202.9, 210.5 and 213.0 umol/l versus the expected baseline mean result of 168.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected ammonia (amon) results were obtained from a non-vitros mas control fluid processed using vitros chemistry products amon slides lot 1020-262-4477 on a vitros 4600 chemistry system. The assignable cause of the higher than expected vitros mas control fluid results are unknown. Historical vitros amon lot 1020-0262-4477 qc results for liquid performance verifier (lpv) fluids showed imprecision for both levels, indicating that this reagent lot was not performing as expected with the vitros 4600 system. Additionally, the non-vitros mas qc for vitros amon lot 1020-0262-4477 showed imprecision at the level 2 concentration. Further review of the customers lpv and mas qc results following the date that the vitros amon results that breached phs criteria were obtained showed that the lpv fluids were imprecise at the level 2 concentration, and the non-vitros mas qc fluid was performing as expected. A precision test was not run on the vitros 4600 system at the time of this report, therefore an issue with the analyzer cannot be ruled out as a contributor to the event. Fluid handling protocol was not provided by the customer, therefore an issue with the qc fluids in question cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1020-0262-4477.